Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the instrument probe became clogged. This occurred with 100 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. A total of 100 retained samples were visually examined for any gel defects, and no defects were observed. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.. This complaint has not been confirmed for clogged instrumentation or oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the instrument probe became clogged. This occurred with 100 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.